Event description:
It was reported that during a pta treatment procedure to dilate several arterial and venous stenoses, removal difficulties were encountered. 2mg of tpa was infused into the av grafts and the physician proceeded to dilate at the first lesion located at the arterial anastomosis using a 6mm x 2mm x 40mm balloon. A second access site was then obtained and an .035 microvena ultra select guidewire was advanced. An 8mm x 4mm x 75mm ultra-thin sds balloon catheter was then introduced. A sheath was not used. Pta was then performed in the av graft, the left elbow and in the upper left arm. The physician estimates that the balloon was inflated one or two times at 10 to 12 atms at each lesion. While attempting to withdraw the balloon catheter the physician experienced removal difficulties. The balloon seemed to be 'stuck' on something, perhaps a valve. The balloon was completely deflated however, pulling negative pressure was attempted but this maneuver did not loosen the catheter. Tugging on the catheter only distorted the balloon and the physician was concerned that the extra force applied may cause the catheter to break. The pt complained of neck pain intermittently throughout the procedure and during the time of the removal difficulties. A bolus of heparin was then given which seemed to dilate the vein and the balloon catheter along with the guide wire were easily removed. The balloon catheter was 'stuck' for approx two or three minutes. After removal, the pt's complaint of neck pain resolved without further incident. Good flow was noted in the pt's left forearm av graft following the procedure. The pt was discharged to home the same day. No pt injury was reported. The physician stated the pt was doing 'great' following the procedure.